Manufacturer narrative:
The device with the lens was returned in a biohazard bag. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to the fill line. The optic is torn along the left. The lens is misfolded, twisted toward the right. The trailing haptic is misfolded, looped around the plunger tip inside the optic fold with the distal haptic tip oriented toward the loading area. The leading haptic is inside the optic fold. The device tip was smashed as if in contact with a hard surface. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was used. The lens was shifted in the device, and advanced/stuck at the fill line. The trailing haptic was observed to be misfolded, looped across the front of the plunger. The root cause for the misfolded trailing haptic cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the device was giving too much resistance and the surgeon didn't feel safe in using it. There was no patient contact or harm. Additional information was requested.